Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had moderate ketones and was vomiting. The call was interrupted when the contact had to speak with the md. It was indicated that the contact will call back to finish troubleshooting. No further details.